Event description:
During a lefort 1 osteotomy procedure for repositioning of the jaw, surgeon was inserting matrix screws, self tapping. During the insertion process two (2) screws broke and one screw stripped. Surgeon was not successful in removing the shafts of all three (3) screws. The shafts of the screws remain in the pt. Surgeon noted that due to the screws breaking, only 1 screw is in place where he would normally use 2 screws. This is 2 of 3 reports.

Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Manufacturer narrative:
(B)(4): placeholder.